Event description:
Report received from the (B)(6), stating that the attachment "does not rotate." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was eval and the complaint of "does not rotate" was confirmed. During the pre-repair diagnostic assessment, the device failed the lock operation test due to "power broken." If additional info is received, a supplemental report will be sent. (B)(4).